Manufacturer narrative:
Eval summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator and no error codes were received. Upon further testing with a generator it was concluded that there was a switch button failure due to intermittent contact between the hand piece and the instrument. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during laparoscopic gastric bypass the hand activation buttons on the device did not work. The instrument was replaced and the case was completed successfully with no pt consequence.